Manufacturer narrative:
(B)(4).

Event description:
Procedure type: thyroidectomy. According to the reporter: the customer reports that the device could not hold the clips. Consequences: procedure delay. Another device was used to complete the procedure. The clips do not close properly, they damage the vessels. Surgical time was no extended by more than 30 minutes. Component fell into the patient. There was no bleeding in excess of 500cc. The incision was extended by more than one inch. The procedure was not converted to an open procedure.